Event description:
It was reported that the ilet displayed an alert 38 indicating consecutive stalled motor while using inset 23-inch infusion sets, and a dry run was performed twice with successful supply changes confirmed. Symptoms included no reported impact to blood glucose. Outcomes included no medical intervention, no hospitalization, and continued use after supplies were changed. Investigation included customer troubleshooting, confirmation of proper supply change, and initiation of product return for evaluation. Investigation of this device revealed an insulin delivery interruption alarm related to a motor stall, with the involved components being the pump motor system and infusion set, while no functional issue could be reproduced during the dry run. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.